Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure after fixating the right atrial (ra) leadless pacemaker (lp) in the right atrium, it was found that the ralp exhibited poor current of injury and capture threshold. Repositioning of the ralp was attempted; however, while re-docking the ralp from tether mode, it was separated prematurely from the delivery catheter. The ralp was retrieved and implanted eventually using a different delivery catheter. The patient was discharged home ultimately.